Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error e226. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the investigation confirmed e226 did not occur. However, the following reportable malfunction was identified during the device evaluation: due to damage on circuit board of video plug section, b31 (scope communication err) occurred. Based on the results of the investigation, it is likely due to signs of physical stress: crack, scratch, physical damage may have been applied to the video connector during handling of the device, which caused damage to the internal circuit board. However definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.